Event description:
It was reported that the guide wire broke inside the left ventricular (lv) lead during the implant procedure. The lead was extracted, but the wire was unable to be removed from the lead. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).